Manufacturer narrative:
The insulin pump was received motor error during rewind and motor position encoder error alarms confirmed in history file due to motor encoder signal out of phase. The pump was returned with cracked on battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of a motor error and motor position encoder error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they were not able to rewind because motor error occurred again. Customer will return the pump for analysis.